Manufacturer narrative:
(B)(4). D10: item# 912068; lot# 2504994 e1: full establishment name - (B)(6). G2: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the anchor did not successfully implant into the bone. The surgical technique was followed, and the bone was drilled 1.4mm, but when the anchor was inserted, it did not remain and pulled out. It was also later noticed that the feeder is bent, and two protruding sutures are broken. Another device was used to complete the procedure. No patient consequences were reported as result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the two prongs of the device had broken off. The anchor in the photo exhibits bio-debris consistent with being implanted. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.